Event description:
It was reported the patient had an impedance check performed on 2014-(B)(6) that showed greater than 4,000 ohms on all combinations. It was noted the patient had ¿banged¿ the battery numerous times. It was reported the x-ray showed everything intact, there was no visible lead fracture. It was noted the patient¿s outcome was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-33, lot# va0bjef, implanted: (B)(6) 2013, product type: lead; product ID 3889-33, lot# va0bjef, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had no stimulation sensation. It was noted the patient had a loss of therapeutic effect. It was reported the patient had their device replaced the day prior to the call because the device did not work for the prior month and a half. It was noted the patient was incontinent. It was reported the patient had met with their healthcare provider and manufacturer representative to determine the issue. It was noted the x-ray showed a broken connector.

Event description:
Additional information received reported the cause of the event was repetition trauma in the workplace. It was unclear which device attributed to the event. The stimulator, the lead and extension were replaced. An x-ray was performed resulting in nonspecific and no break seen. It was noted device was explanted and replaced with good results. It was reported that the patient was a very thin woman with minimal "padding," which to hide the device. The patient works in an industrial plant and apparently was repetitively striking the device on machinery.

Event description:
Additional information received reported stimulator explanted on (B)(6) 2014. The cause of the event was trauma in the patient workplace. It was noted that the impedance measurements was all abnormal. It was unknown if the event was due to the stimulator or lead/extension. The stimulator and the lead were replaced. An x-ray was performed resulting in nothing abnormal seen and reprogramming was unsuccessful. It was noted that the device was replaced and functioning well now. It was reported no hospitalization was require for this event and no injury.